Manufacturer narrative:
The reported event for rising capture threshold was not confirmed. As received, a complete lead was returned in one piece. X-ray examination found an over torqued inner coil at the connector region. Electrical testing did not find any indications of conductor fractures or internal shorts. No other anomalies found.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold. During lead revision procedure, it was noted that the helix of rv lead failed to extend. The lead was explanted and replaced. There were no patient consequences.